Event description:
Prosthesis infection.

Manufacturer narrative:
Because the explant was not returned to atrium, neither a visual examination nor histological evaluation of the device could be performed. The manufacturing records for this lot of v-patch were examined and no deviations were noted. Post-operative infection after hernia repair using mesh is a common occurrence and the rate of infection can be influenced by a variety of surgical and pt factors. The rate of infection is known to be increased during open hernia repairs, in pts who are immunosuppressed, smokers, diabetic, and/or obese.